Event description:
The customer observed falsely decreased architect tsh results for one patient compared to results generated using alternate methods. The customer provided the following results: architect tsh : initial 0.88 ulu/ml, retest on second analyzer 0.83 ulu/ml the customer retested the specimen using a different method (roche) and generated a result of greater than 19 ulu/ml on 2 roche analyzers. The specimen was sent to another laboratory generating a result, using an architect i2000sr analyzer, of 0.817 ulu/ml and a result of 11.9 ulu/ml, using a siemens method. A third laboratory tested the specimen (method unknown) generating a result of 22 ulu/ml. The no adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, review of the certificate of analysis, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 44904ui00. The testing met acceptance criteria which determined the reagent is performing acceptably. The certificate of analysis, generated at the time of manufacture, finds the reagent lot met all expected specifications including generating acceptable control results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, was identified